Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: underweight, broken shell and missing piece of the shell. A microscopic analysis was performed which identified a sharp edge broken assessed as unidentified tear broken and missing piece of the shell. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a broken sharp in the patch/shell bond edge side assessed as unidentified (tear) opening. Missing piece of the shell assessed as inconclusive. Information contained in this report were previously submitted via emdr manufacturer report number 9617229-2020-14273. All available information has been consolidated into this report.

Manufacturer narrative:
Information contained in this report was previously submitted through psr on 07/23/2012. A review of the device history record has been completed. No deviations or non-conformance noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is rupture. Reoperation has not been scheduled at this time.

Event description:
Health professional reported patient experiencing "discomfort when using subpectoral muscles, cold like symptoms, feels the implant move when laying down and it looks sunken in, unusual weight gain, hair lose and is unhappy with the appearance of her breast." Patient later reported "rupture and lumps." Device remains implanted. This record is for the right side.